Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5 - describe an event or problem that should be reported as: the manufacturer received information regarding a dreamstation CPAP pro. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion was on metallic surfaces and dust/dirt were also observed inside the device. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped. Section h6, component code, medical device problem code, investigation findings and investigation conclusions codes has been corrected in this report. Section h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Manufacturer narrative:
The manufacturer received information in relation to a dream station CPAP pro unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust and dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, the power connector of the unit is corroded and the device was verified that the power source was not connected. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.